Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was an 8f and the sheath was upsized to a 12f during the aaa procedure. Reportedly, when the plunger was retracted a link break occurred. A second proglide device was used for successful suture placement using the preclose technique. Suture placement was successful in the mildly calcified right common femoral artery (rcfa) with two proglide devices using the preclose technique prior to the aaa procedure. The arteriotomy was an 8f. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures in the rcfa and achieved with the one pre-placed proglide suture in the lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in both the left and right common femoral arteries at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for suture breaks from this lot. Based on the information reviewed, there is no indication of a product deficiency.